Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11e, retainer ring = clear. The unit p-cap / test reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. However, no delivery anomaly noted in history file during normal bolus on (07/14/2021- 04:57:56.000). The pump was cut open and no moisture damage on electronic assembly noted during visual inspection. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads.